Event description:
The following information was reported in the a article titled ¿high rates of aseptic loosening in modern posterior-stabilized femoral components from a single manufacturer¿ seventeen of 896 knees were revised for femoral component loosening. Infection was ruled out in all patients prior to revision surgery. Patients generally presented with mild knee pain and persistent, large aseptic effusions. 79 months after initial total knee arthroplasty, patient 16 had osteolysis and loosening of the femoral component and was revised. No other information is available.

Manufacturer narrative:
1038671-2023-02538 multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02538. The revision reported was likely the result of osteolysis, an insufficient bond between the tibial tray and the bone, which led to aseptic (non-infected) loosening, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. The extent and root cause of the possible osteolysis and loosening could not be determined as there were no details regarding cementing technique or environmental conditions provided, the devices were not returned for evaluation, images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.